Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer len and the lens torn during inspection. The lens was removed without any patient incident.

Manufacturer narrative:
Visual inspection of the returned product showed that the lens was returned stuck inside the cartridge. There was evidence of a clear surgical residue, however, there as no visible damage to the cartridge. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.